Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire and needle were returned for product evaluation. Visual inspection revealed that there was a bend in the middle of the guidewire. It was observed that the guidewire was unraveled before the observed bend proximal to the floppy end. No anomalies were observed with the needle cannula. Functional testing was performed, and the guidewire was attempted to be inserted in the needle, the unraveled section of the guidewire was not able to pass through the needle. The outer diameter of the floppy end was found to be 0.51 mm and od of the stiff end was found to be 0.53 mm which are within the required specification of 0.51 - 0.54 mm. The supplier of the wire was contacted, and a complaint investigation was opened at the suppliers to further investigate this issue. The supplier of the needle was contacted as well, and the investigation found no anomalies. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Completed supplier investigation concluded that it is likely that the product was excessively inserted and rotated during operation leading to the reported problem. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2019-00169.

Event description:
The user facility reported that the involved needle from an 80-1060 kit was used, and the physician had needle access to the right radial artery during a left heart catheterization. When the cardiologist placed the .021 ss wire from the kit through the needle, it would not go through. He tried several times and repositioned the needle with all these attempts. The tech asked for another 80-1060 kit to get a new wire to place through the needle. The wire from the second 80-1060 with the same lot (lot xd06) did not slide through the needle. The tech then opened a 40-1060 lot xa16 kit which allowed the physician to gain access to the radial artery. The blood loss was less than 250cc's. The patient's condition was reported to be normal and the procedure was successful. There were no other devices or equipment used with the reported product.